Event description:
It was reported that seventy-two hours post surgery, the patient's ventilator alarms sounded. The respiratory therapist examined the patient and found the cuff of the tracheostomy tube was deflated. Attempts were made to reinflate the cuff without success. The patient was returned to the operating room and the tracheostomy tube was replaced with another 6 dct. The tube was discarded and the lot number is unknown.